Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient visited the hospital due to bradycardia. The device showed no pacing spikes and the patient had an intrinsic heartrate at around 30 bpm. The device was replaced. No further patient complications were reported as a result of this event.